Manufacturer narrative:
(B)(6). The pump was evaluated by animas on (B)(4) 2012. Evaluation revealed that the force sensor plate was damaged. The force sensor calibration reading was out of specifications. The pump was rewound, loaded, primed, and exercised for 24 hours with no loss of prime duplicated. There was no loss of prime recorded in the black box.

Event description:
The pump was returned for multiple loss of prime alarms. Evaluation revealed that the force sensor plate was damaged. This incident is being reported based on the evaluation results.